Event description:
It was reported "after the stainless-steel vascular sheath was positioned, it was discovered that the side tube of the sheath had broken, causing severe bleeding. The sheath was subsequently removed and replaced with another one to complete the procedure". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with an original packaging box that matches the reported lot number. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the super arrow-flex (saf) sheath; the sidearm of the sheath was noted damaged and was completely separated from the sheath hub. Upon return, the supplied teflon sheath was noted on the iab catheter. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the side tube of the sheath had broken" is confirmed. The saf sheath sidearm was noted damaged and was completely separated from the sheath hub during the visual inspection. The cause of the damaged sheath could not be confidently determined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the separated sheath sidearm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the stainless steel vascular sheath was positioned, it was discovered that the side tube of the sheath had br oken, causing severe bleeding. The sheath was subsequently removed and replaced with another one to complete the procedure". No patient injury or consequence reported. The patient's current condition is reported as "fine".